Event description:
It was reported " fraying when being used and the surgeons are having to pick out the strings from the incisions".

Manufacturer narrative:
It was reported " fraying when being used and the surgeons are having to pick out the strings from the incisions". No additional information was provided. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.